Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. A DHR review for the prior 6 months from the date of this event was confirmed was performed with no abnormalities found in the inspection items related to this phenomenon. The legal manufacturer performed an investigation, however, a conclusive root cause could not be determined.

Manufacturer narrative:
The device was not returned to the service center for evaluation. The lot number was not provided and therefore a device history record review could not be performed. The exact cause of the user's experience and the reported phenomenon could not be determined. Device has not been returned.

Event description:
Olympus received a complaint from the user facility stating that the balloon flew off in the sterile site and could not be found. The patient was also checked but the balloon still could not be found. There was no patient harm reported.